Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle removed from the patient? No further information is available. Lot number? No further information is available.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2022 and suture was used. The suture was detached from the needle. It was not a control release needle. The suture itself could be used without any problem. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2022 h6 component code: g07002 no device problem found h3 investigational summary: one empty labeled winding former and a detached needle of product code z340h were returned to ethicon inc for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Upon visual inspection of the returned needle, marks by the surgical instrument were noted on the body needle and no suture remnant could be observed in the barrel hole. The suture was not received for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.